Event description:
As reported: "upon placement of a 5f bioflo PICC in the svc, attempted to remove wire. While removing wire, it was observed that the PICC was accordioning at the insertion site. Wire felt like it was coming unraveled in the line and was very difficult to remove. After manipulation and flushing, they were able to get the wire out, but when it was finally removed, the wire, while still intact, was actually unraveled as suspected." No patient injury/complications was reported from this event. According to the hospital this was the most recent of several cases of this happening (they approximated 5 others-exact same situation. Multiple attempts were made to request information regarding those patients, as well as the catalog numbers of the products that were utilized but the hospital had none, and had no product acailable to return.

Manufacturer narrative:
As no catalog numbers were provided by the hospital, a shipping history was performed to determine the bioflo piccs shipped to the hospital in the last 6 months. (B)(4) catalog numbers were identified. A review of the device history records (DHR) was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the (B)(4) 2013 navilyst medical complaint report was performed for the bioflo PICC product family for the failure mode "guidewire unraveled." No adverse trend was identified. The hospital's reported complaint description cannot be confirmed, nor a root cause identified, as no sample was returned for evaluation. The directions for use packaged with the bioflo PICC devices provide guidance for proper activation of the hydrophilic guidewire coating, as well as precautions against removing the guidewire against the access needle cannula. Navilyst medical's incoming inspection of the guidewires includes visual inspection for defects or damage, dimensional verification and tip tensile strength verification. (B)(4).